Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. 22 bursts of anti-tachycardia pacing (atp) and four inappropriate shocks were delivered for an atrial fibrillation (af) with rapid ventricular response (rvr). Therapy converted the rhythm; however, it was concluded that this was an inappropriate therapy. No additional adverse patient effects were reported. This device remains in service.